Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a pump pocket infection and had been hospitalized for about one month while remaining on transplant 1a status. The patient received a heart transplant on (B)(6), 2015. The patient had a previous pump exchange in (B)(6) 2014, which reportedly resulted in infection issues resulting in a pump pocket infection.

Manufacturer narrative:
No device-related issues were discovered during the evaluation of the returned pump. A specific cause for the reported pump pocket infection and a correlation of this event with the evaluation findings of vad-15390 could not be conclusively determined. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-15390 revealed no evidence of depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of the event is estimated.the referenced october pump exchange was previously submitted under MFR #2916596-2014-02033.approximate age of device: 72 days.the lvad was returned for analysis. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.